Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the ring was explanted during exploratory laparotomy to prevent future potential complications.